Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the proximal end of the left circumflex (lcx) artery. After a 2.25mm x 16mm promus premier¿ stent was implanted in the distal portion of the lcx, a 12mm x 2.25 mm promus premier¿ stent was advanced to treat the proximal side of the lesion in an overlapping manner. However, the device was unable to cross mid portion of the lesion and the issue was not resolved despite pushing the shaft of the device. During the removal of the device, the stent was dislodged in the guide catheter. The physician then removed the devices together as a single unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). Device evaluated by MFR.: the stent delivery system with the detached stent from the balloon were returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together. Foreign material (fm) resembling a green coloured rubber-like material appears to have been caught on the damaged stent struts. The balloon cone & wall profiles were reviewed and found that the profile of the balloon wall appeared irregular along the proximal portion. The damage evident is consistent with a crimped stent detaching from the balloon under excessive force. Crimp markings are difficult to identify due to the damage caused to the balloon profile. Crimp markings on the balloon wall would have indicated crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the complaint device failed to cross the lesion and the shaft was pushed in an attempt to resolved the issue, as a result the stent was detached. The promus premier¿ dfu states; ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit." "Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).